Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient had fever, dyspnea, stoma infection with bloody yellow discharge with a bad smell, stomach pain, and stomach inflammation. The patient was prescribed azithromycin and oral paracetamol with no hospitalization. By (B)(6) 2025, the patient's fever, stoma discharge, and stomach pain was resolved.